Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) balloon. The deployment of the valve was attempted 3 times at an implant depth of 3 mm; however, under expansion of the valve frame was observed and the valve dislodged ventricular during each deployment attempt. Therefore, the valve was recaptured following each deployment attempt. Upon valve inspection, there were no abnormalities or infold. Subsequently, a new transcatheter valve was loaded into a new delivery catheter system (dcs). Another pre-implant bav was performed using a 23 mm balloon, and the new valve was successfully implanted. Per the physician, the depth of implant was a contributing factor. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (0012827591); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution at medtronic¿s quality laboratory, visual analysis showed remnants of coagulated blood indicating evidence of blood contact. The valve frame was received slightly compressed at the inflow. All leaflets were in the closed position with a gap between leaflet 1 and leaflet 3. All leaflets were flexible and intact. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37°c) saline bath, resulting in full expansion of the frame. No damage such as bends or kinks were observed on the frame. The valve was placed in a cold saline bath to perform a loading simulation, following the instructions for use (IFU). During loading, the frame paddles seated properly within the paddle attachment pockets without issue. The capsule was then advanced to cover the frame paddles and outflow crown struts, continuing until the capsule guide tube covered the valve¿s commissure pad. Next, the inflow cone was advanced to crimp the inflow portion of the valve, and the capsule was fully advanced over the valve. No visual or tactile anomalies were noted throughout the loading simulation. The valve was deployed in a warm saline bath at approximately 37°c. The deployment knob was rotated to expose the inflow portion of the valve. Deployment continued through the waist and to the point of no recapture, without any issues noted. The valve was then fully deployed. No visual or tactile anomalies were observed throughout the deployment simulation. Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) balloon. The deployment of the valve was attempted 3 times at an implant depth of 3 mm; however, under expansion of the valve frame was observed and the valve dislodged ventricular during each deployment attempt. Therefore, the valve was recaptured following each deployment attempt. Upon valve inspection, there were no abnormalities or infold. Subsequently, a new transcatheter valve was loaded into a new delivery catheter system (dcs). Another pre-implant bav was performed using a 23 mm balloon, and the new valve was successfully implanted. Per the physician, the depth of implant was a contributing factor. No patient complications were reported as a result of this event. Additional information was received that a non-medtronic (amplatz super stiff) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was approximately 3 mm on the ncc. After the dislodgement, the valve was slightly above the annulus. The patient's calcified annulus and left ventricular outflow tract (lvot) contributed to the event.